Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. The device was returned for analysis and the evaluation was completed on 30sep2024. A visual and tactile examination was performed, and it was revealed that a balloon longitudinal tear was identified beginning approximately 22mm distal of the proximal markerband and extending approximately 8mm distally across the balloon material. There were no issues, kinks, or damages found on the markerbands, shaft, and tip of the device.

Event description:
It was reported that balloon rupture occurred. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilation. During the procedure, the balloon burst without reaching to the max rated pressure. No further information was reported to boston scientific regarding the procedure. No complications were reported. It was further reported that the target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. The balloon was inflated once and tried to increase to the rated burst pressure (rbp) until it ruptured. The procedure was completed with an alternative gladiator balloon.

Event description:
It was reported that balloon rupture occurred. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilation. During the procedure, the balloon burst without reaching to the max rated pressure. No further information was reported to boston scientific regarding the procedure. No complications were reported.